Event description:
It was reported the patient had a system revision procedure following a fall. It was stated the patient had a "bad fall" and appeared to have damaged their system. The patient had fallen on the ins site approximately a year before report, and there was redness in the area. Impedance readings were >3600 ohms on all electrode combos. X-rays did not reveal any obvious problems. After the revision, the patient was "fine." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead model 3487a-45 lot # j0461502v; lead model 3487a-45 lot # j0461502v; extension model 37083-20 serial # (B)(4); extension model 37083-20 serial # (B)(4); programmer model 37742 serial # (B)(4); recharger model 37752 serial # (B)(4).